Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after an upgrade procedure and after implanting a new system an x-ray was performed one-day post implant and it was noted that this right ventricular (rv) lead had dislodged. A revision took place and the rv lead was repositioned with no problems. No additional adverse patient effects were reported.